Event description:
In dental office, dentist applied clasp which broke in half. Piece lodged in throat, face turned purple for a few seconds. X-ray showed portion of clasps in stomach and pt "passed" the next day. Pending follow-up x-ray pt has the broken off portion of clasp.